Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump turned off without an alarm. Reportedly, the customer shut off the pump prior to taking a shower and did not remember to resume insulin. It was confirmed in the pump history that an "insulin stop alarm" occurred; however, the customer reported the alarm did not occur and was inaudible. Reportedly, the customer changed the volume settings from medium to high. There was no known impact to the customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.